Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was returned with a loading unit jammed by the interlock and knife blade into the anvil knife channel. The visual inspection of the cartridge noted that single use loading unit displayed a full complement of staples. The interlock was set with no damage noted to the knife blade. A pmv gia 100-3.8 mm test loading unit was loaded into the returned instrument for functional testing. The test sulu and instrument were applied to test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of the loading the wrong size sulu into the device. When the instrument is closed, the interlock gets stuck in the anvil channel. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had no launch. There was no patient injury.